Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the brachial artery. The 80% stenosed, 13mm in length, eccentric, de novo target lesion was located in the iliac artery. A 6x60x120mm epic¿ stent was advanced and deployed to treat the lesion. However, during deployment, a dissection was noted. The procedure was completed by deploying another stent to cover the dissection. No further patient complications were reported and the patient's status was stable.